Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, hypotension and ventricular tachycardia are listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the initial medwatch report, the additional information has been obtained: on 12/28/2015, a 3.5x18mm xience pro x was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015 (10:00): troponin I=0.014 ng/ml, upper reference limit 0.014. (B)(6) 2015 (14:02): ck=150 u/l, normal upper limit 190. (B)(6) 2015 (14:02): ck-mb=19 u/l, normal upper limit 25. (B)(6) 2015 (14:02): troponin I=0.037 ng/ml, upper reference limit 0.014. (B)(6) 2015: ck=541 u/l, normal upper limit 190. (B)(6) 2015: ck-mb=53 u/l, normal upper limit 25. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, a xience stent was implanted in an unspecified coronary artery lesion, without reported issue. Post device implantation, the patient experienced chest pain. Ventricular tachycardia and hypotension were noted. Medications were provided and the event required prolonged hospitalization. The event resolved without sequela. Post procedure elevated cardiac enzymes were noted. There was no reported treatment for the elevated enzymes and no reported myocardial infarction (mi). The patient was discharged home on (B)(6) 2015. There was no additional information provided.